Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. Device was visually and functionally tested and the customer reported problem was unable to be verified. No fault was found. The downstream sensor and keypad were replaced as a preventative measure. The device passed all testing after repair.

Manufacturer narrative:
B3: exact day unknown but reported that event occurred in november of 2024. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a double beep no cassette attached alarm. There was no patient involvement.